Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'failed flow test' was not reproduced. A review of the event history log (ehl) revealed no abnormalities. A device history review revealed on the last days of customer use in the history log no abnormalities that could cause or contribute to the reported problem were found. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a failed flow test during testing in the biomedical service department. There was no patient involvement. No additional information is available.